Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a routine device replacement procedure, the device measured high right atrial lead pacing impedance. The physician tested the chronic lead, but determined the impedance issue was caused by a loose device set screw. The device was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.